Event description:
The facility returned the device for service. During service the baxter repair technician noted an out of specification air in line printed circuit board. The hospital representative stated that there have been no reports of any patient incident involving this pump. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on mar 26 2007. The baxter field service engineer noted an infusion pump with failure code 814:04 during biomed testing.evaluation summary: during product evaluation, the air in line printed circuit board (ail pcb) values were found to be out of specification. This out of specification caused fail code 814:04. The ail pcb was replaced. This issue is currently being investigated under CAPA. Review of the complaint history reveals similar reports have been received for this product for the reported issue.